Event description:
It was reported that the insulin pump had a broken case and that pieces were coming loose at the reservoir. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, and a cracked case at the reservoir tube window corner.